Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was fractured. It was also found out that this rv lead had high pacing impedance, did not pace, no capture was noted. Additional information indicated that the patient was in heart block. This lead was surgically abandoned. No additional adverse patient effects were reported.